Manufacturer narrative:
Retainer ring = black. On (B)(6), 2021 customer alleged insulin pump's battery lasting less than 1 week, alerting unexpected pump error 68, pump error 49, and pump error 23. Insulin pump successfully downloaded traces and history file using thus. Insulin pump passed active current measurement, self test, and displacement test. No pump error 23, pump error 68, or pump error 49 alarms noted during testing. Battery was removed from insulin pump and no unexpected pump error 23 alarms noted before 10mins. However, insulin pump received with unexpected battery power loss and had high sleep current. ¿pump error 68 and pump error 49 alarms confirmed in the insulin pump history/trace files on 11/06/2021 at 1:12am. Insulin pump was cut open to perform visual inspection and found¿ evidence of moisture damage¿on the electronic assembly. Swapped electrical board with a test board and sleep current measurement passed. Low battery alerts confirmed in the insulin pump history on 11/05/2021 at 5:22pm and on 11/06/2021 at 1:07am. Therefore, battery change occurred in less than 1 week. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Pump error 23 not confirmed during testing. Battery lasting less than 1 week was confirmed during testing where unit didn't pass sleep current due to moisture damage on the electrical board connector. Pump error 68 and pump error 49 alarms confirmed in the insulin pump history/trace files on 11/06/2021 at 1:12am due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer reported they were not clear the alarm. Customer stated they were able to rewind the insulin pump. Customer stated the alarm occurred immediately after a battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.